Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. There was an issue with the valve. It was reported that the valve of the vizigo sheath did not work properly causing bleed back. They replaced the sheath and the case continued without patient consequences. The hub section broke/separated. The hemostasis valve did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was minimal. No medical intervention was required to stop the bleeding. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On (B)(6)2022, the product investigation was completed. It was reported that an unknown patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. There was an issue with the valve. It was reported that the valve of the vizigo sheath did not work properly causing bleed back. They replaced the sheath and the case continued without patient consequences. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was not returned with the carto vizigo sheath. A device history record evaluation was performed for the finished device [00001838] number, and no internal actions related to the reported complaint condition were identified. It should be noted that sheath failure is multifactorial. Based on the information currently available, the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and silicone ring. The dilator was inserted to verify if the valve was inside the sheath, but it was not found. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 26-feb-2022, the bwi product analysis lab received the device for evaluation. However, this information was mistakenly omitted from the previously submitted report. Manufacturer's reference number: (B)(4)